Event description:
The manufacturer received information alleging issues with a dreamstation auto device, that was returned to a third-party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the device power connector was corroded and dust/dirt were observed inside the device. The device was scrapped on customer request.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.